Event description:
On (B)(6) 2011, cde reported the pt was admitted into the hospital on tuesday (B)(6) 2011. Cde stated the pt was admitted with a blood glucose level as high as 600 mg/dl. Pt's normal blood glucose range is 140 mg/dl. Cde reported the pt was feeling ill and bad and then went unconscious. Cde stated the pt's family called the emts. Cde reported the pt was given an insulin drip and syringe injections while in the hospital. Cde stated the pt was taken off of the infusion device due to the medical staff being unfamiliar with the infusion device. Cde reported she was called to assist the pt with the infusion device before being released from the hospital on (B)(6) 2011. Cde stated the pt is using a competitor's infusion set. Cde reported she reviewed the pt's infusion device history and the pt was not bolusing with the device. Cde stated the pt forgot to perform boluses with the infusion device after eating or for blood glucose correction. Troubleshooting did not reveal any infusion device issues. Cde reported the clinical nurse will be working with the pt on education and assisting with putting her on a different infusion set. Attempts to f/u with the pt were unsuccessful. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.